Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial, right ventricular, and left ventricular leads were not functioning and exhibited high capture threshold or loss of capture at high outputs. The leads were extracted. Replacement leads were implanted as needed. The patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.